Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultramini meter had a power issue. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated that the reported issue began one week prior, at around 10 am. During that time, the patient reportedly noted that the subject meter would not turn on. The patient stated that she threw the subject meter away before contacting lifescan. The patient's alleged symptoms of "dizziness" occurred before the reported issue and the alleged symptoms do not meet the criteria of serious injury. As a result of the reported issue, the patient reportedly increased the dose of oral diabetes medication. The patient reportedly took 1000 mg metformin instead of 500 mg. Four days later, (time not specified), the patient reportedly tested (unknown reading) on the ER/hospital meter and reportedly received insulin (unknown dose and type) as treatment from the health care professional (hcp). The patient then reportedly was hospitalized. The patient stated that after the hospitalization, the hcp changed her medication to 2.5 mg of glyburide. Replacement products were sent to the patient. Based on the provided information, this complaint is being reported since the patient reportedly received treatment from the hcp, which could be suggestive of a hyperglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.